Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated the lift has an actuator issue. The caller stated he replaced the pendant and batteries so the caller is convinced it is the actuator.